Manufacturer narrative:
The events of infection and "palpable benign lesion¿ are physiological complications, and analysis of the device generally does not assist allergan in determining a probable cause for these events. Device labeling addresses the reported event of infection as follows: adverse reactions are those typically associated with surgically implantable materials, including infection, inflammation, adhesion formation, fistula formation, and extrusion.

Event description:
Physician reported the device was placed in the left breast, and a biopsy was performed to assess a ¿palpable benign lesion¿. During biopsy, an ¿area of infection¿ was noted around the seri® and the "remaining" scaffold was removed on (B)(6) 2016.

Manufacturer narrative:
Medwatch sent to FDA on 22/06/2016. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. The events of "skin edema", drainage, and inadequate tissue ingrowth are physiological complications, and analysis of the device generally does not assist allergan in determining a probable cause for these events. The device has not been returned. Therefore, no analysis or testing has been done.

Event description:
Healthcare professional reported to company representative implantation of seri surgical scaffold during unknown side breast reduction on or about (B)(6) 2015. Post-implantation and beginning on (B)(6) 2016, the patient presented with "some type of skin edema". "The patient started draining", and the scaffold was removed. While inside the pocket, physician noted "the seri&#59400;had not incorporated and was floating inside the pocket."